Event description:
It was reported that a patient experienced a prolonged seizure during a vns replacement consult. The patient was hospitalized and the physician considered moving up the patient's replacement surgery. The implant card from the replacement surgery was received and indicated that the replacement was prophylactic. No further relevant information was received to date.

Event description:
It was stated that the device was discarded and will not be returned for analysis. No further relevant information was received to date.